Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose was high on the cgm graph, as well as, high ketones. Elevated blood glucose was addressed by manual injection. Customer clear the alarm and resumed insulin delivery. However, the customer ultimately reverted to an alternate method of insulin delivery.